Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with an occlusion was not confirmed during product evaluation. Also, the quality engineer has determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. Additional information: the device has not been previously sent into service for the reported condition of "occlusion - false".

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with "occlusion." This condition was found during programming/setup of the device in the intensive care unit. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.